Event description:
It was reported a patient underwent an elbow procedure on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2013, due to the head disengaging from the stem. The head and stem were removed and replaced. The surgeon stated that the patient suffered a fall at some point following the initial procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿